Event description:
The patient was undergoing a laparoscopic total hysterectomy with bilateral salpino-oophorectomy, lysis of adhesions and cystoscopy. The blade of the covidien sonicision cordless ultrasonic dissector broke off during use. The broken tip was immediately retrieved from the pelvis. The hand piece and tip were removed the field isolated in a bag an delivered to materials management manufacturer response for covidien sonicision cordless ultrasonic dissector, (brand not provided) (per site reporter): unknown.

Event description:
The patient was undergoing a laparoscopic total hysterectomy with bilateral salpino-ophorectomy, lysis of adhesions and cystoscopy. The blade of the covidien sonicision cordless ultrasonic dissector broke off during use. The broken tip was immediately retrieved from the pelvis. The hand piece and tip were removed the field isolated in a bag an delivered to materials management manufacturer response for covidien sonicision cordless ultrasonic dissector, (brand not provided) (per site reporter) unknown.